Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
(B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, the touchscreen is unresponsive intermittently when trying to make changes. The customer stated there was no patient involvement associated with this event.